Event description:
Return reason: ruptured extension tubing. Analysis determined: investigation found a 3mm tubing rupture 1mm below bottom of distal hub. Defect origin is unk. No observable mfg defects were found. Unit guidewires acceptable with no occlusion found. Tubing dimensions are acceptable and within specifications in the incoming lot and this unit. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. The claim does not state the flow rate or injection pressure. This order number and model type had been previously returned by the same hosp. A letter had been written to the hosp requesting additional info. Bbnj has not as yet, rec'd a reply. The maximum flow rate and injection pressure for 5fr50cm pur is 650psi at 10cc/sec. Injection and/or flow rates should not be higher than the recommended rate. Corrective action taken: the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.